Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. (B)(6) (daughter) is calling on behalf of the customer. The customer is concerned with meter to meter comparison of 50 mg/dl with her true track and 80 mg/dl using the doctor's meter. The expected fasting blood glucose test result range is 93 to 160 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). (B)(6) (daughter) stated that mother (B)(6) did seek a health care provider on (B)(6) 2017 for hypoglycemic symptoms of sweatiness and confusion. Customer was treated at doctor's office for hypoglycemic symptoms of sweatiness and confusion. She was only concerned with the low reading. Customer does not have control solutions at time of call.